Event description:
The initial reporter questioned high inr results for 3 patients tested on coaguchek xs professional meter serial number (B)(4). The customer provided discrepant results for 1 patient compared to an unknown laboratory method. The patient was tested on the meter at 2:18 p.m. With a result of 7.5 inr. The result from the laboratory at 3:18 p.m. Was 3.5 inr. The patient's coumadin dose was adjusted based on the laboratory result. No medical treatment was required. The patient's therapeutic range is not known. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient has not had any changes to medications or diet. One of the 3 patients with questionable inr results had an upper respiratory infection; the reporter was not sure if the patient with the discrepant results had the upper respiratory infection or if it was one of the other patients. The patient was not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. The maximum difference between measurements was 3%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The result alleged by the customer was observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.